Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios 26.1.